Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported a technical issue with his stimulator. Per patient, it is not taking charge and stopped working. The reason for call was pt says that they cant charge the implant on sunday, and says they last charged and felt stimulation about 2 weeks prior to that. Pt says they normally charge about every two weeks. Troubleshooting had pt try to connect with their programmer and they get poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was reviewed that it appears they are in the overdischarged state and to follow up with physician. Pt says that they have an appointment for tomorrow with physician. Additional information received from the manufacturer representative reported that the device went into overdischarge. It was noted that the device was aging and had shorter battery life than usual. A reset was performed and the issue was resolved. Surgery was scheduled for (B)(6) 2021.